Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open while locked (cowl) and difficult positioning were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xt clip was inserted and advanced into the left ventricle (lv). While in the lv, it was noted the clip came in contact with the valve cusp, which required additional positioning. The clip was able to be positioned and was deployed on the mitral valve. However, immediately after deployment, the clip opened to 30 degrees. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.